Event description:
It was reported by the customer that the insulin pump's up button was unresponsive to inputs. Customer stated that they had been experience high blood glucose levels and treated when they attempted to treat, the keypad was unresponsive. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 270 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and no delivery tests. The insulin pump had a cracked display window corner, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.